Event description:
New information, the lead was capped on (B)(6) 2017.

Event description:
It was reported that an asymptomatic patient presented in-clinic after receiving a vibratory alert, due to high, out of range pacing lead impedance measurement. Upon interrogation of the device, pacing lead impedance started to rise around (B)(6) 2016 and high capture thresholds were also noted. This did not result in any noted loss of pacing support or adverse events. The patient remained stable before, during and after the device interrogation. Lead replacement is planned.